Manufacturer narrative:
Date sent to the FDA: 11/01/2007. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformance's and the batch met all finished goods release criteria. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2007-01002 for the other medwatch. The same pt is represented in each medwatch.

Event description:
International customer reported, an air leak was noted after initial activation of the device. The device was disconnected and exchanged.